Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the investigation has been completed.

Event description:
Customer medwatch report received. Customer reported "rn strung tubing for lipids at 1900. Rn started prescribed lipids at 2000. Rn stopped lipids at 2200 due to pt receiving transfusion. When rn restarted lipids at 2400, rn noted leakage of the lipids below drip chamber and before plastic where you place into pump. Rn would describe it as a hose with many small holes in it to water your lawn. Rn never re-hung lipids after leaking noted. Tubing when examined up close looked to be scratch at various places." No pt harm reported. Customer stated the user did not provide any add'l event or pt details.